Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that while he was preparing to measure the lead for implant, he noticed a slight bend in it and did not want to implant. He requested another lead be opened and implanted it with no issues. This occurred on (B)(6) 2016. The patient's indication(s) for use were unknown.

Event description:
Additional information received from the rep reported that the cause was not determined and discovered out of the packaging as they were measuring the correct depth via the fhc ruler.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.